Event description:
While activating ice pack, ice pack exploded on rn. Rn was covered in contents of ice pack and had to step out of patient's room. Ice pack was removed from service and will be delivered to management.